Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt was unable to adjust the stimulation using the pt programmer. The status lights were assessed. Three lights were lit on the left of the programmer when trying to increase the stimulation. The pt also heard three beeps when trying to increase the stimulation, indicating the upper limit had been reached. The pt experienced a lot of therapeutic effect and no stimulation for the past 1.5 weeks. The pt's feet have been bothering them more. A shocking sensation was also felt when moving, bending, or sitting. The shocking had started approximately 1 to 1.5 years ago around the time the pt slipped and fell into the snow. The device was checked at that time but nothing was detected.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# l94393, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported the patient had an allergic reaction/rash that started after implant. The patient's implantable neurostimulator (ins) started to jolt him 4 years after implant, shocked him in bed and woke him up. It was not known if the shocking was something faulty or what the patient had an allergic reaction in the form of a rash over the ins site 3 weeks after implant, which was like "a strawberry" or acne on his belly. It was thought to be a staph infection or his body was rejecting the device. The patient had "tried everything" and he could not get it to go away, he described it as oozing sores. No outcome was reported for this event, or what actions have been taken. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.